Manufacturer narrative:
This event was reported to the manufacturer as part of the clinical study monitoring-cavalier study. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA

Event description:
On (B)(4) the manufacturer was notified of the following event: a (B)(6) year old female underwent avr on (B)(6) 2012 and a perceval s size 27 was implanted. The same day of surgery an av block of grade iii occurred, resolved by external pacing. On (B)(6) 2017 the patient presented a symptomatic aortic steno-insufficiency due to leaflet stiffening, mitral and tricuspid regurgitation, and decompensated left heart failure with severe pulmonary hypertension. The patient was hospitalized on (B)(6) and the valve was explanted on (B)(6) 2017. An intuity size 25 was implanted. Mitral and tricuspid valve repair were performed during the procedure. The event is resolved as reported by the site.